Event description:
Boston scientific received information that this pacemaker exhibited low right atrial (ra) pace impedances less than 200 ohms along with high pacing thresholds. Subsequently, the ra lead was surgically capped and replaced during the replacement of this pacemaker. No adverse patient effects were reported. This product is no longer in-service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.